Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and did continuity resistance test. The sensor failed per specification. Unable to confirm the needle anomaly due to the needle not being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 164 mg/dl and their sensor glucose read 40 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported a calibration error, lost sensor and bad sensor alert occurring. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.